Manufacturer narrative:
An abbott field service engineer (fse) was dispatched to the account and found the non-abbott uninterruptible power supply (ups) for the system control center (scc) was not operational. During inspection of the architect c4000 analyzer scc computer, no evidence of burning or charring was observed, however a burnt odor was detected. The smoke was limited to this part, did not spread to other parts of the equipment, and did not affect other components or the analyzer processing module. The fse replaced the scc power supply, reset the scc motherboard, however the scc computer remained unresponsive. The scc computer (arc scc f_win7 platform part 07d01-08) was replaced and the analyzer was returned to normal operation. Evaluation of the customer issue included a complaint text review, a similar complaints search, a labeling review, an instrument service review, and a device history review for the scc. No returns were made available from the customer site for this evaluation. Historical complaint data was reviewed and showed no adverse trend or systematic issue for the complaint event. Product labeling was reviewed and found to be adequate, as it contains instructions regarding electrical specifications and requirements, electrical hazards, and of electrical safety for the architect systems. Analyzer serial number (B)(4) service history was reviewed and no contributing factors were found. No subsequent reports of smoke/burn issues were identified. Device history review did not identify any issues that may have caused the customer issue. The issue was resolved through normal troubleshooting procedures. Based on all available information and abbott diagnostics evaluation, no systematic issue was identified and no product deficiency was identified.

Event description:
The customer observed smoke from the architect c4000 analyzer system control center (scc). The customer stated that when the smoke was visually observed the customer turned the analyzer off. Evidence of smoke damage was visible on the scc. No fire or other visible damage was seen and no injury was reported.